Event description:
Pt touched the steam from the vaporizer and sustained third degree burns to fingers of right hand. Taken to physician who treated them with a topical antibiotic and gauze wrap. Rptr does this 3 times a day. For follow-up visit tomorrow. Rptr states that physician said they have had three other cases of the same type of burns from vaporizer steam.